Manufacturer narrative:
Our field service engineer investigated the ventilator on-site. It was not possible to duplicate the reported event. The ventilator passed all safety and functional tests and was cleared for clinical use. The ventilator logs were downloaded. Evaluation of received ventilator logs was performed. In the event log, alarms are generated for expiratory minute volume low on the reported event date. The alarms were silenced indicating that the ventilator was under surveillance by an operator. In the trend log there are instances with a lower measured inspiratory and expiratory tidal volume, which coincides with the alarms for expiratory minute volume low. The generated alarms indicates a leakage in the patient breathing circuit. There is nothing in the logs that indicates that the patient had difficulty exhaling, such as an increased expiratory resistance or blockage. The technical log did not contain any technical error codes that could indicate a malfunction of the ventilator. Successful pre-use checks was performed prior and after the event. The conclusion is that there are no indications of ventilator malfunction during the ventilation period. Since the reported issue could not been duplicated, the data available was not enough to find the exact root cause of the alarms. However, the alarm generation indicates that the ventilation may have been insufficient most likely due to leakage.

Event description:
Manufacturer's ref #: 351717.

Event description:
It was reported that while connected to the ventilator, the patient was not able to exhale. There was no patient harm. Manufacturer's ref #: (B)(4).